Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. The customer reported a blood glucose reading of 202 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the territory manager later called stating that she performed the high pressure test at the doctor's office and the insulin pump failed the test. The territory manager again tried the test and the insulin pump did not pass the test. Nothing further was reported.